Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8870aau01, serial# (B)(4), product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2018. Patient code (B)(4) added to reflect the information received on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the consumer. It was reported that following the patient's pump replacement on (B)(6) 2017, the patient began experiencing leg spasm and tremors throughout their body, especially on their hands and arms. The patient also reported itching over their entire body. The patient believed that they were experiencing underdose/withdrawal based on the symptoms described on their ID card. The patient was taken to the ER and given oral baclofen and intravenous valium to ease the spasms. The patient speculated that either their intrathecal catheter was not positioned correctly or leaking or that the pump had not been programmed correctly. Manufacturer's representatives were called in to examine the pump and it was confirmed that the priming bolus was programmed to dispense over 22 hours instead of 22 minutes. The patient's pump was reprogrammed and the patient was discharged from the hospital later that day. The patient had a follow-up appointment with their spasticity healthcare provider (hcp) on (B)(6) 2017. The hcp confirmed that they had not received a copy of the programming printout on (B)(6) 2017. The hcp determined that the medication in the patient's old pump had been extracted and placed in the patient's new pump versus having new pump filled with new medication. The hcp was concerned that the patient would run out of medication, but opted to wait another week to refill the pump in order to allow for more healing time for the surgical site. The hcp suspected that manufacturer's representative attending the patient's surgery failed to ensure that the medication was correctly ordered and available at the time of the surgery. Additionally, when examining the programming history of the pump, it was determined that the record of the pump programming session on (B)(6) 2017 was missing and appeared to have been deleted. The patient made a number of complaints about the manufacturer's representatives involved in the pump replacement procedure and the reprogramming that occurred afterward. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician product ID 8870 lot# serial# unknown implanted: explanted: product type software. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000 mcg/ml, dose not reported via an implantable pump. The other medications the patient was taking at the time of the event was noted as oral baclofen and valium. The indications for use were intractable spasticity and multiple sclerosis. It was reported that the patient experienced itchy withdrawal symptoms, including temporary return of symptoms due to the existing catheter being primed over 22 hours vs 22 minutes. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was interrogated in the emergency department today,(B)(6) 2017 around 3 pm. The actions and interventions taken to resolve the issue was noted as the pump resumed normal therapy post 22 hours prime. The pump would have concluded at 07:22 am on (B)(6) 2017. Surgical intervention did not occur and was not planned. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications reported.